Event description:
It was reported that a revision surgery was performed due to a glenoid component loosening. The patient was treated with a glenoid reconstruction using allograft and a shoulder prosthesis change to inverse total shoulder arthroplasty.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the images provided from the field of the explanted glenoid, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.